Event description:
It was reported that the patient went to ER for possible infection. Symptoms of drainage from his incision and fever. The physician does not believe that the infection was device or procedure related, and the cause was unknown and was administered with antibiotics.